Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level not confirmed on (B)(6) 2017 in pump logs. Cartridge change sequence completed on (B)(6) 2017 at 12:11pm. Site change reminder was activated at 11:14pm on (B)(6) 2017. User adjusted "cannula fill" priming size to .7 units. User then conducted a "tubing fill" and two "cannula fill" processes. Insulin delivery was stopped at 9:32am and not resume until 8:87pm, the next day on (B)(6) 2017. User may have delivered extra insulin during the second "cannula fill" process, then the basal rate was adjusted from .8 u/hr to 1 u/hr. This may have caused bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced a blood glucose (bg) level of 70 mg/dl. Reportedly, the user went to the hospital for a surgery that was unrelated to diabetes and in the morning of the surgery, the user's bg level was 56 mg/dl while wearing the pump. The pump was removed for the surgery. The user woke up the next morning with a bg level of 59 mg/dl while wearing the pump. Reportedly, a glucagon shot was administered by hospital personnel for both events. It was unknown what the cause of the low bg was. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level.